Event description:
Healthcare professional reported ¿explanted device intact, despite of suspicion of rupture in echography¿, ¿left breast (capsulectomy): capsular periprosthetic fibrosis¿, ¿prosthetic prosthesis with alteration of its contours, predominantly in the contralateral side, disperse calcifications and isolated of benign type, axillary ganglions of normal radiologic characteristics¿, ¿left mammary implant with mild quantity of periprosthetic liquid in cse lightly heterogeneous not being able to rule out intracapsular rupture, no signs of extracapsular rupture. Axillary ganglions of preserved ultrasonic characteristics¿. Device has been explanted and replaced with non allergan implant. This record relates to left side.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Continued h6 health effect impact code: f2203- imaging required, f2201- biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: seroma-late: unable to confirm as it is a medical event not related to the device. Wrinkling: unable to confirm as it is a medical event not related to the device. Calcification: unable to confirm as it is a medical event not related to the device. Observed two devices one device appears to be intact and both devices are red biological tissue. It is not possible to determine the lot number or catalog through the photos provided. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, calcification and wrinkling.

Event description:
Healthcare professional reported ¿explanted device intact, despite of suspicion of rupture in echography¿, ¿left breast (capsulectomy): capsular periprosthetic fibrosis¿, ¿prosthetic prosthesis with alteration of its contours, predominantly in the contralateral side, disperse calcifications and isolated of benign type, axillary ganglions of normal radiologic characteristics¿, ¿left mammary implant with mild quantity of periprosthetic liquid in cse lightly heterogeneous not being able to rule out intracapsular rupture, no signs of extracapsular rupture. Axillary ganglions of preserved ultrasonic characteristics¿. Device has been explanted and replaced with non allergan implant. This record relates to left side.

Manufacturer narrative:
Device evaluation: seroma-late: unable to observe since it is not related to the device. Wrinkling: observed, flat creases. Calcification: not observed. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.